Manufacturer narrative:
(B)(4).

Event description:
This lead was removed due to the patient having twiddler's syndrome. Setrox s 53, sn: (B)(4) was implanted. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.